Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 10mm amplatzer septal occluder was chosen for implant on 19 (B)(6) 2022. The defect size was 8mm. During the procedure, an attempt to place the device was made but the device presented with a cobra shaped deformation in the patient's left atrium. The device was exchanged with a new 25mm amplatzer cribriform occluder. During the prep of the 25mm amplatzer cribriform occluder, prior to any patient contact, it had presented with a bulbous deformation. The device was exchanged with a new 25mm amplatzer cribriform occluder. The occluder was successfully implanted. There was no shunt across the atrial septal defect. Patient remained hemodynamically stable and there was no clinically significant delay in the procedure. There was no resistance felt during advancing the 10mm amplatzer septal occluder. No additional information has been provided.

Manufacturer narrative:
An event of device deformity could not be confirmed. One image was received from the field appearing to show an amplatzer septal occluder deployed with a cobra deformation however, the device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a